Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a change in retention the third day of having the permanent implant. She increased amplitude, which helped until the third day again. The patient was redirected to her healthcare provider (hcp) and it wasnoted that she had a follow-up appointment on (B)(6) 2016. This had occurred on (B)(6) 2016. It was noted that the trial had been effective. Additional information received from the patient on 2016-mar-17 reported that every time she made an adjustment, she felt stimulation but then it was less on the second day and even less on the third. It was reviewed that the body can adjust to stimulation and feeling it was not needed to receive therapy. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.